Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an inclusion or inhomogeneity was noticed on an intraocular lens (iol) after implantation. Reportedly, it was decided not to remove the lens as the defect was paracentral. The lens remains in the patient's eye. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. A photo of the implanted lens was provided and it was evaluated. Some damage outside the central part of the optic was observed. It could not be determined if the damage was superficial or embedded. The customer's reported complaint was verified, however, it could not be confirmed if the lens was already damaged or it got damaged after implantation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.